Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00908166 case subject: npi 8100 error 511.2000 account name: university hospital account #: 1834500 asset name: 8300 etco2 module v9.33.0 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: biomed has a 8300 module giving him a 511.2000 error. Sn: (B)(4) failure device type: alaris system instrument failure problem type: 8300 failure mode: troubleshooting/ error codes case resolution: recommended to replace the display board due to saying a segment failure on the display. Biomed will conduct repair and call back if further assistance is needed.